Manufacturer narrative:
Na.

Event description:
The event involved a customer allegation of leakage of a tego connector involving a female patient. On (B)(6) 2019, a nurse noticed blood leaking out from the tego on the arterial lumen upon connection at the start of treatment. Upon inspection, the nurse saw a crack extending the length of the tego. The tego was changed and there were no further issues. The patient was fine and there was no medical intervention necessary due to the alleged issue, therapy was not delayed, there were no patient complications, and there was no reported patient death. The device is not returning for evaluation; therefore, there will be no testing and investigation performed.